Event description:
Customer reports to have received a no delivery alarm during priming. Customer's blood glucose was 97 mg/dl. Customer was able to solve issue with infusion set change. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.